Event description:
Device 2 of 3. Reference MFR reports: 1627487-2013-16093 and 1627487-2013-16095. It was reported the pt experienced auto-reduction when he attempted to turn on stimulation. Diagnostic testing revealed invalid impedances on several lead contacts, and reprogramming was unable to provide adequate stimulation. The pt will consult with his physician regarding the issue. Surgical intervention will likely be undertaken. As the affected devices are unk, all possible lots are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.